Manufacturer narrative:
Findings: unit passed displacement test. Unit was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that they need assistance in programming cot pump. Customer's blood glucose at time of incident was 24.7mmol/l. The customer was advised that he will need to contact health care provider for basal rates and set up time/date, fixed prime. The customer was assisted in priming and was assist with manual bolus of 10 units. The customer was advised to call back once he received basal rates and we can help program them. The customer understood. The customer called back for assistance in programing basal rates. The customer was able to assist and seeing doctor and nurse on monday.